Event description:
It was reported that the user experienced difficulty pairing a newly applied dexcom g7 sensor to the ilet, with the device remaining in "pairing with sensor" status despite multiple troubleshooting attempts. Outcomes included continued absence of cgm readings on the ilet, no reported clinical symptoms, and no need for medical intervention. Investigation included user interview and repeated troubleshooting assistance, including reviewing alarm history, restarting the pump, toggling cgm settings between g6 and g7, verifying and re-entering the sensor pairing code, and confirming that the device firmware was up to date. The user was advised to allow additional time for pairing, consider replacing the sensor if pairing did not complete, and to call back if issues persisted. Investigation of this case did not identify a malfunction of the ilet device, and the event was consistent with unresolved cgm pairing behavior rather than a confirmed device or component failure.